Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 5 unspecified bd introsyte" introducers were defective/damaged, 5 had broken needles, and 6 broke off into the patient's vein and did not split as intended. The following information was provided by the initial reporter: "it was reported via introsyte introducer survey that the clinician experienced introducer breakage / defective or damaged introducer, needle broke, splittable introducer sheath separated and broke off in the patients vein, splittable sheath did not completely separate / introducer did not peel apart correctly, introducer needle dull / blunt and introducer difficult to remove from vein."

Event description:
It was reported that 5 unspecified bd introsyte¿ introducers were defective/damaged, 5 had broken needles, and 6 broke off into the patient's vein and did not split as intended. The following information was provided by the initial reporter: "it was reported via introsyte introducer survey that the clinician experienced introducer breakage / defective or damaged introducer, needle broke, splittable introducer sheath separated and broke off in the patient¿s vein, splittable sheath did not completely separate / introducer did not peel apart correctly, introducer needle dull / blunt and introducer difficult to remove from vein."

Manufacturer narrative:
H: no. Of events summarized: 16.

Event description:
It was reported that 5 unspecified bd introsyte¿ introducers were defective/damaged, 5 had broken needles, and 6 broke off into the patient's vein and did not split as intended. The following information was provided by the initial reporter: "it was reported via introsyte introducer survey that the clinician experienced introducer breakage / defective or damaged introducer, needle broke, splittable introducer sheath separated and broke off in the patient¿s vein, splittable sheath did not completely separate / introducer did not peel apart correctly, introducer needle dull / blunt and introducer difficult to remove from vein.".

Manufacturer narrative:
H6: investigation summary. Bd  was unable to  perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.